Event description:
The pt was implanted with a gel prosthesis on 12/15/93. On 12/17/93 the physician noted that the pt had developed an infection in her right breast and the prosthesis was removed. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.